Event description:
Zoll defibrillator pad was applied to the patient and when it was attached to the monitor, there was no tracing. Upon inspection the wire was noted to be retracted into the connection hub. Manufacturer response for pro-padz (adult multi-function electrodes), pro-padz (per site reporter). The zoll rep advised staff to check the wires before applying to patient and also indicated that he escalated the issue to his technical team. Rep provided a radiolucent replacement for our departments where there is high usage.